Event description:
Patient with history of gerd, hiatal hernia, and hsphagia, underwent a laparoscopic toupee procedure with hiatal herniorrhaphy. During surgery atrac broke, "plastic piece is non radiopaque". Unable to find it broke off when taken through trocar. Piece is small with gray tip. Surgeon searched for missing piece in patient and was not able to retrieve portion of broken babcock insert. Or staff did not save broken insert.

Manufacturer narrative:
Product is not being returned for evaluation. Insert is radiopaque.